Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered mesh erosion, pain, punctured colon, six repair surgeries, incontinence, and dysuria. No further information has been provided.